Event description:
Product analysis was performed on the explanted lead. Abraded openings were noted in the outer and inner silicone tubing. The overall appearance of the lead is consistent with patient manipulation of the implanted device, a ¿twiddler¿. Note that since the electrode array portion was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than the above mentioned observations, typical wear and explant related observations, no anomalies were identified within the returned lead portions.

Manufacturer narrative:
Only a portion of the lead was returned for analysis which did not reveal any anomalies. Device failure is suspected in the lead portion not returned, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that during generator replacement a lead break was identified and the lead was replaced as well. It was reported that the surgeon indicated that the patient is a "twiddler" and manipulated the lead through the skin which caused the lead fracture. The generator and lead were returned to device manufacturer for analysis on (B)(6) 2013. Analysis of the lead is underway, but has not been completed to date. Analysis of the generator was completed on (B)(4) 2013. The device performed according to functional specifications. Analysis in the pa lab concluded proper functionality of the pulse generator and that no abnormal performance or any other type of adverse condition was found.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the lead confirmed all quality tests were passed prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.